Event description:
It was reported during a laparoscopic appendectomy the staple cartridge fell out of the instrument jaws while positioning on the tissue. The surgeon tried to reload the instrument, but the cartridge would not snap into place. There was no consequence to the patient. 09/24/1997 the rep reports another tsb35 was pulled to complete the case without incident.